Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep reporting that a patient complained that their current stimulator was not giving them relief in the correct area like their previous stimulator. Observation of images from 1st and 2nd scs implantation indicated that 1st lead covered t9 and the patient received therapy covering areas of pain. 2nd lead covered 1/2 of t7/ all of t8 and a little at the top of t9. Therefore, the patient wanted a new lead to cover the original placement. Due to the two previous surgeries for implantation of scs devices, according to the doctor there was not enough bone at the level of preferred placement to successfully implant a new lead. After trying to reprogramming the current device, the doctor decided to do a full revision (both the ipg and leads removed). Indication for use is failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-27. The patient stated that their doctor removed the leads and the ins but when they put the leads back in they were not able to get the leads back where they needed them to get the needed coverage so they did not implant the device. The patient stated that this occurred about more than five months ago. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.